Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Caller alleges cannula leaks and adhesive plaster is wet. Caller reported this leakage occurs with approximately every 3rd infusion set. No adverse event reported. Requested return of the alleged device for evaluation.